Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 due to having trouble breathing. The customer remained in the intensive care unit for twenty-five days. The customer was wearing the insulin pump at the time of the hospitalization. The caller stated that the customer passed away in the hospital on (B)(6) 2016. The caller stated that the customer passed away due to a leaking valve in her heart. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of passing; it was removed at the time of admission to the intensive care unit. The caller did not know whether the customer was using sensors or not. The caller stated that they are no longer in the possession of the customer's insulin pump.